Event description:
It was reported that the customer was vomiting and hospitalized for three days for diabetic ketoacidosis. Customer was dehydrated and treated with intravenous saline while in the hospital. The insulin being used by the customer prior to being hospitalized is apidra.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is contraindicated for use with products other than humalog and novalog.